Manufacturer narrative:
The investigation reviewed the instrument checks performed by the field service engineer. The investigation confirmed the initial instrument check failed, but the repeat instrument check passed. The investigation reviewed the system's alarm trace and found "abnormal low signal" alarms on the date of the event. The customer's calibration and qc results were ok. Based on the available data, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer performed instrument checks. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-hbc ii results for 8 patients tested on a cobas 8000 e 801 module. The questionable non-reactive results were not reported outside the laboratory. The customer performed additional testing with the samples on both cobas 8000 e 801 module measuring cells. The customer determined the reactive results were correct. Non-reactive results were tested on the cobas 8000 e 801 module measuring cell #1. Reactive results were tested on the cobas 8000 e 801 module measuring cell #2. The elecsys anti-hbc ii reagent lot number was 550487 with an expiration date of 31-may-2022.